Event description:
The distributor reported on behalf of the surgeon, that the trident ceramic liner cracked. It is further reported that following an article in the cork examiner newspaper and information on the FDA website, the patient was revised.

Manufacturer narrative:
Neither the device nor additional information is available.